Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, that on the fifth firing of the device the blade advanced all of the way to the distal end, the cut and staples were all good, however, the blade did not retract. The reverse button was used, but did not retract the blade. They then used the manual override to retract the blade and open the jaws. The battery was not switched. The procedure was completed using a like device of the same product code. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # n56a09. The analysis results that one plee60a device (a) was returned with no visual non-conformances and with a gst60b cartridge reload present. The cartridge was received fully fired and with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.